Event description:
It was reported that the physician found that the valve was broken during preimplantation testing.

Manufacturer narrative:
The returned valve had a large tear in the top of the delta chamber. The valve was not patent, due to this large tear. This precluded all further testing. A review of the manufacturing records showed no anomalies. The instructions for use that accompanies the valves caution that care should be taken in handling the valve as silicone has a low cut and tear resistance. All of our products are 100% tested at the time of manufacturer.